Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature battery depletion. At implant, the measured battery data was 2.75 v. At explant, the measured battery data was 2.64 v. The device was pacing at less than one percent of the time.